Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported that the tidal volume on this device is not being generated. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The patient's information was not provided. There was no report of medical intervention being required as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and could not duplicate the reported problem. The ventilator's diagnostic report did not show the occurrence of any errors. The service technician reported that the set value of tidal volume and the actual measured volume had a difference of 20 ml, which is within the allowable range. No repairs were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.